Manufacturer narrative:
(B)(4). The product was returned and the failure mode was confirmed. The probe was visually inspected for damages, and none were present. However, the electrode was covered with tissue. When a suction probe is used without suction, and saline cannot be pulled through the shaft of the probe. When the probe is pulled out of the patient, the hot saline escapes through the distal end of the shaft. The probable root causes could be rf probe was used without suction. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the unknown serfas probe (lot 15318ae2) caused burn on the patient's shoulder. It was reported that the surgeon did not use the suction tubing on the probe, which most likely resulted in raisen temperature in the joint and heated liquid dripping onto skin. Silvadene (medication used to prevent and treat wound infections in patients with burns) was used. Crossfire console was reported in since it was used in conjunction with the serfas probe but did not malfunction in any way. Although there was patient involvement, the procedure was completed successfully.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the unknown serfas probe (lot 15318ae2) caused burn on the patient shoulder. It was reported that the surgeon did not use the suction tubing on the probe, which most likely resulted in raisen temperature in the joint and heated liquid dripping onto skin. Silvadene (medication used to prevent and treat wound infections in patients with burns) was used. Crossfire console was reported in since it was used in conjunction with the serfas probe but did not malfunction in any way. Although there was patient involvement, the procedure was completed successfully.